Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and the receiver liquid crystal display was cracked. Additionally, the universal serial bus was damaged and contaminated and could not be charged. The reported event of initializing screen without manual restart was not confirmed with the returned device. A root cause could not be determined.